Event description:
The lay user/patient contacted lifescan alleging that the product had a "cloudy" display issue. The patient stated that he dropped the subject meter when trying to test on it. The subject meter's corner was reportedly hit on the hard wood floor. The reported issue was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.